Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) level fluctuated at night. Customer's bg ranged from 42-366 mg/dl. Customer consumed carbohydrates to address the low bg. Tandem technical support was able to determine that pump was functioning as intended and that adjustment to settings may be needed. Recommendation was made to consult with healthcare provider regarding diabetes management.